Event description:
Note: date of event is unk. It was reported to boston scientific corp on (B)(6) 2008, that a safety peg pull device was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complainant, the protective shield on scalpel could not be moved to expose the blade. The procedure was completed with the scalpel from a second completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. Visual examination of the returned device revealed no indication of use. Functional eval found that the device safety shield was locked and could not be opened. Complaint confirmed. The cause of the malfunction is undeteremined. A review of the customer's shipment history identified the last three lots (11057900, 11057902, and 11013111) shipped prior to the event. A review of the device history record of each lot revealed no anomalies. A search of the complaint database revealed add'l complaints for one of these lots; two complaints for an unrelated issue (leakage) were reported for lot 11057900. (B)(4).